Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent began to release correctly and when it had only deployed about 10 mm it could not be opened further. They removed the entire system, along with the stent, and they implanted another stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal during stent placement. 2. What endoscope type and channel size was used? Duodenoscope 4.2. 3. What was the position of the elevator? N/a, open, closed, open. 4. Details of the wire guide used (diameter, type, make)? Jagwire 0.035. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no, n/a. 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no, yes. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? 7 minutes. When it can no longer be released, it retreats entirely. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no, n/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no, no. 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: 1. What was the length and diameter of the stricture? 2 cm. 2. Where was the stricture located in the body? Distal bili duct. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no, no. 5. Was the stricture dilated before stent placement? N/a yes, no, no. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no, yes. 2. Was resistance felt during insertion into patient? N/a, yes, no 3. If yes, at what point? No. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other, deployment. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no, no. 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no, yes. 5. Was the yellow marker kept in view during deployment? N/a, yes, no, yes. 6. Are images of the device or procedure available? N/a, yes, no, no.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2186160 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned directional button is in neutral position safety wire returned in place red shuttle is on 17th dimple (past the point of no return) kinks observed on the outer catheter at 103.5cm, and 124.6cm from white tip. (Ruler ipe0938-2) stent returned partially deployed functional inspection: handle is actuating fine for deployment and recapturing but unable to deploy stent safety wire was removed with no issue manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a tortuous path or a tight stricture caused the delivery system to kink during advancement as per the additional information the stricture was not dilated before stent placement. The stent could not be fully deployed due to the catheter kinks. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Summary of investigation according to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 22 jan 2025. Answers to questions received 18-sep-2025. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal during stent placement. 2. What endoscope type and channel size was used? Duodenoscope 4.2 3. What was the position of the elevator? N/a, open, closed open 4. Details of the wire guide used (diameter, type, make)? Jagwire 0.035 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no n/a 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no yes 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? 7 minutes. When it can no longer be released, it retreats entirely. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no n/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no no 12. What intervention (if any) was required? N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. N/a stricture information: 1. What was the length and diameter of the stricture? 2 cm. 2. Where was the stricture located in the body? Distal bili duct 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no no 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no no 5. Was the stricture dilated before stent placement? N/a yes, no no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no yes 2. Was resistance felt during insertion into patient? N/a, yes, no 3. If yes, at what point? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other deployment 2. If other, please specify 3. Was the directional button pressed during use? N/a, yes, no no 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no yes 5. Was the yellow marker kept in view during deployment? N/a, yes, no yes 6. Are images of the device or procedure available? N/a, yes, no no.